Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic single hole thoracoscopic left upper lobe resection, while being applied at the "fractures", the stapler was able to fire but the staple formation was poor. They replaced the staple cartridge with a new one to complete the case. There was no patient injury.